Event description:
Us complainant reported that while on impella support there was a placement signal not reliable alarm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. As per clinical when transferring patient to the hospital second console alarmed placement signal not reliable alarm immediately after plug connect. Data logs were reviewed and no placement signal or 5s parameter issue was observed on the first console. After automated impella controller (aic) transfer placement signal unreliable alarm was found due to large air gap with signal not reliable to zero, contrast, light decreasing while lamp and gain was increasing. This issue resolved after 6 hours in the second console. The cause of the optical signal failure was most likely an air gap from between the aic and the patient cable plug after transfer of aic per clinical and log review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.